Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported by the parent via web self-service that the pediatric patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. The patient experienced polydipsia, nausea, and headache. The cgm was reading 275 mg/dl and the blood glucose reading was unknown. The patient was taken to the emergency room where she was treated with IV fluids and IV insulin to bring her blood glucose down. Attempts to contact the reporter for more information were not successful. It was documented that the patient was at home. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.